Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital with chest discomfort. Review of their system indicated the right ventricular (rv) lead may have dislodged and perforated the patient causing a pericardial effusion. Loss of capture and a change in r-waves and impedances were also observed on the rv channel. The rv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.